Event description:
Purchasing states upon opening shipping box and removing snare packages, noted that the bottom of the packages were not sealed and the snares were not in the packages. Purchasing states all ten snares were received in that condition.